Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned (expired test strips) - unable to test. Most likely underlying root cause: mlc-6- passed expiration date note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 160, 154, 168, 155 and 272 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2018 he had obtained the result of 272 mg/dl fasting and was concerned with it being high. Customer then contacted his doctor and scheduled an appointment. Customer went to the doctor's office on (B)(6) 2018. An a1c test was performed and customer had not yet received the result at time of call. Doctor recommended that the customer change his diet and speak to a diabetic educator. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. Customer was informed that true result system has been discontinued and to immediately stop the use of any true result products. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/30/2017 (are expired) and open vial date was undisclosed. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history (date/time not set): date and time are incorrect (B)(6). Customer was concerned of the high result. Customer scheduled a doctor's appointment. Customer went to the doctor on (B)(6). They performed an a1c test . Customer does not have the results of the a1c yet. Doctor recommend that the customer change his diet and speak to a diabetic educator.